Event description:
On the back table, the physician felt resistance as he introduced a penumbra system reperfusion catheter 032 into a penumbra system reperfusion catheter 054. When he removed the 032 catheter, he felt it stretch. He introduced a second 032 catheter into the same 054 catheter. Again, he felt resistance and removed the 032 catheter to find it had also stretched. He said he did not see a kink or any visible damage to the 054 catheter, but he tried a new 054 catheter and new 032 catheter. He had no issue with either of these and was able to treat the ischemic stroke patient. This MDR is associated with mdrs 3005168196-2012-00077 and 3005168196-2012-00078.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: results: the catheter has a kink 0.3 cm from the distal tip. A 0.054" mandrel is introduced into the hub and advanced distally. The progress was smooth until the tip of the mandrel reached the distal kink, where forward movement stopped. The catheter is non-functional. Conclusion:the damage to the psc032 catheter noted in the complaint is not stretching but flattening. The kink in the tip of the psc054 created the resistance to forward movement in the psc032 noted in the complaint. The most proximal portion of the flattening on the psc032 corresponds exactly with the kink in the psc054 during a coaxial use of the two devices with the rhv. Running the smaller catheter forward and back through this kink caused the flattening in the psc032 but did not cause any measurable stretching. The cause of the kink in the psc054 could not be determined. The second psc032 was not returned. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.